Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment threads were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked and the battery cap threads were stripped. The returned battery cap did not secure properly to the pump, and a power loss was duplicated. A test cap secured properly to the pump and maintained power for 24 hour testing. The pump case was removed, and no evidence of internal damage or moisture was found.